Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited high impedance measurement and was found unable to extend the helix when attempting to re-position the rv lead due to a helix mechanism issue. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood / tissue. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin with the full helix extension length measured within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood / tissue. Electrical testing found no conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed and high pacing impedance was not confirmed. No other anomalies were seen.